Event description:
The facility reported that a patient experienced abdominal pain + vomiting one hour into the dialysis therapy using a xenium dialyzer (date unknown). The patient was seen by a consultant. The next morning the blood samples were grossly haemolysed (hemolysis). A diagnosis of haemolysis (hemolysis) was made. Reportedly there was no evidence of haemolysis (hemolysis) apparent in the bloodlines or dialyzer.

Manufacturer narrative:
The sample was discarded and not returned for evaluation.